Manufacturer narrative:
Unit was returned for an evaluation. Based on the heavily concentrated damage found on the pcb assembly and on the unit's front cover, it can be determined that the fire originated internally from the motor control board. A short circuit between components on the board could have caused the fire. The soot found on the inside of the front cover suggests that the fire burned internally before melting through the unit's front cover. The resulting large hole indicates that the fire was allowed to burn for a significant amount of time. This explains the extensive damage on the board's electrical components. The unit's other subassemblies were found undamaged. During further investigation, the following was identified: maxon motors performed an extensive root-cause analysis and failure investigation. Maxon did not identify any design issues to cause this failure mode. Maxon focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Event description:
Customer called regarding the freestyle. End user reports the fire starts from the pcb board or batteries. The patient states that flame comes out from the o2 port. The unit is on battery power only at the incident. No injury.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 2/28/2019, and is being resubmitted on 5/14/2020 as the original report failed to go through. Customer called regarding the freestyle. End user reports the fire starts from the pcb board or batteries. The patient states that flame comes out from the o2 port. The unit is on battery power only at the incident. No injury.

Event description:
This report was originally submitted on 04/05/2019, and is being resubmitted on 5/21/2020 as the original report failed to go through. Customer called regarding the freestyle. End user reports the fire starts from the pcb board or batteries. The patient states that flame comes out from the o2 port. The unit is on battery power only at the incident. No injury.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." Unit was returned for an evaluation. Based on the heavily concentrated damage found on the pcb assembly and on the unit's front cover, it can be determined that the fire originated internally from the motor control board. A short circuit between components on the board could have caused the fire. The soot found on the inside of the front cover suggests that the fire burned internally before melting through the unit's front cover. The resulting large hole indicates that the fire was allowed to burn for a significant amount of time. This explains the extensive damage on the board's electrical components. The unit's other subassemblies were found undamaged.